Event description:
Norian crs bone cement was used as part of a genioplasty. Upon subsequent visit in 2001 pt presented with subcutaneous cyst near surgical incision. Cyst was monitored; following approx two weeks, surgeon opened cyst and noted presence of white powder clumps at superficial dermis. Pt was administered antibiotics. Later in 2001, surgeon performed revision surgery to remove bone cement and bone plate/screws. Surgeon indicated bone necrosis was evident at infection site.